Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was intermittent loss of capture on the right ventricular (rv) lead. It was also noted that there were high thresholds on the rv and left ventricular (lv) leads. The rv lead was capped and replaced by the pace/sense portion of an existing high voltage lead, and the lv lead was reused after programming pacing output to an acceptable setting. No patient complications have been reported as a result of this event.